Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the display was exteremely dim at first and after further testing, failed to fully illuminate completely. The complainant indicated that there was no patient involvement in the reported malfunction.